Event description:
Note: this report pertains to one of three complaint ureteral catheters used in the same procedure. Manufacturer report # 3005099803-2014-02632 addresses the first device, and manufacturer report # 3005099803-2014-02634 references the second device and lastly, manufacturer report # 3005099803-2014-02633 references the third device. It was reported to boston scientific corporation that a dual lumen ureteral catheter was attempted to be used for a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, pieces of the device were falling apart upon opening the package. The same issue occurred with the second and third ureteral catheters. The procedure was completed with another dual lumen ureteral catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found both injection and guidewire ports were detached from the catheter when received. The heat shrinks and melt liner appear to have been properly applied. The blue heat shrink was removed to expose the inner heat shrink and melt liner. A dimensional verification of the gap between the distal end of the port tubes and the proximal end of the dual lumen extrusion was found to be within specification. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. Therefore, taking into consideration these factors and the analysis performed in the returned device, the most probable root cause is "undeterminable."

Event description:
Note: this report pertains to one of three complaint ureteral catheters used in the same procedure. Manufacturer report # 3005099803-2014-02632 addresses the first device, and manufacturer report # 3005099803-2014-02634 references the second device and lastly, manufacturer report # 3005099803-2014-02633 references the third device. It was reported to boston scientific corporation that a dual lumen ureteral catheter was attempted to be used for a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, pieces of the device were falling apart upon opening the package. The same issue occurred with the second and third ureteral catheters. The procedure was completed with another dual lumen ureteral catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.